Event description:
It was reported to philips that the mrx device was shipped with a defective qcpr cable. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the mrx device was shipped with a defective qcpr cable. There was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.